Manufacturer narrative:
(B)(4). Date of event is unknown as it was not provided. Telephone: (B)(6). The phacoemulsification machine was examined and tested at the customer location by an amo field service specialist (fss). The fss found no issues with the operation of the phacoemulsification unit. The fss performed an annual preventative maintenance and performed field service checklist. The system was verified for all modes of operations. The system met amo specifications. All pertinent information available to abbott medical optics has been submitted.

Event description:
The surgery center reported intraocular pressure rose on a cataract patient on both eyes. The surgery center's brief description was that at a 5 day post op exam, the intraocular pressure on the patient's right operative eye was at 25mmhg (millimeters of mercury). At one day post op exam, the intraocular pressure on the left operative eye was at 38mmhg. The patient was treated with eye drops (azopt ophthalmic suspension (ocular hypotensive) to lower the pressure. The surgery center reported the patient has recovered.